Event description:
Issue description: a customer in the united states notified biomérieux of false positive bottles with concentrated red blood cell (rbc) samples using bact/alert® 3d combo l industrial 120v (ref.(B)(4), serial number. (B)(4)). The customer performed subculture and gram stain for each bottle, and results were all negative. The customer stated they have encountered 12-15 occurrences since (B)(6) 2021; three of those were aerobic, the rest were anaerobic. The customer did not indicate how many patients were associated with the bottles. All false positives were tested in the older incubation drawers. The newer drawers, added from a different site, are working as they should. Customer adds 8ml of sample per bottle, drawers a & b of unit 808cl2820 gives the false positives. Most are in drawer a. Bottles are loaded side by side. Biomérieux customer service instructed customer to avoid loading new bottles next to the existing bottles, and to adopt a more random load pattern. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. Investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in the united states that they obtained false positive bottles with concentrated red blood cell (rbc) samples using bta 3d combo l industrial 120v (ref.(B)(4), serial number. (B)(6)). The blood bank customer stated three platelet culture bottle lots were involved (bact/alert bpa us and bact/alert bpn us). An instrument backup was provided for the investigation. The customer believes that more false positives came from combo's drawer a. No impact to any patient because the platelet bottles involved were instrument false positives where no organism is present. Investigation; instrument back-up: the investigator first looked at the instrument back-up the customer provided. There were instrument faults from november to february, that could be associated with increased false positives. - error 10 combo power fault. - error 1 incubation module power fault. - error 20 drawer open longer than 2 minutes. - error 39 rack temperature fault. - error 4 incubation temperature too low. - error 21 agitation failure. Fifteen (15) of the seventeen (17) bottle ids had bottle histories contained in the backup. They show: - pnvkv401 bottle was mishandled by user, it was unloaded and reloaded anonymously. When identified it was forced positive with how determined code =204 (invalid data). The operator errors associated with this bottle are 911, 902, 945. - the other fourteen bottles flagged positive by the acceleration algorithm (how determined = 2). All flagged in the im1 combo (drawers a and b) except for one that flagged in im 2b10. The positive bottle counts for the bottle ID list from the customer flagged in the following months. Years date count: 2021 nov 6. 2022 jan 2. 2022 feb 6. Grand total 14. Bottle readings were able to be extracted for nine of the fourteen bottles. They were re-processed using the global customer service (gcs) algo-tool. All flagged positive by acceleration algorithm. The graphs show slight noise before the positive flag. This indicates the root cause may be the loading of new bottles in same rack or drawer while these bottles (those that gave a false positive result) were under test. See examples below. - patyk594 cell 1b06 (top rack) = nine bottles were loaded sequentially in the middle rack prior to the positive flag in the same drawer 1b: 1b19,1b20,1b21,1b22,1b23,1b24,1b25 1b26,1b27. - pnvjznd3 cell 1a49 (bottom rack) = six bottles were loaded sequentially in the same rack prior to the positive flag: 1a53,1a54,1a55,1a56 ,1a57,1a58. - pnvjznrh cell 2b10 (top rack) = thirteen bottles were loaded in the im2 prior to the positive flag, and five were in the same rack 2b top: 2a21,2a22,2a23,2a24,2b13,2b16,2b17,2b18,2b19,2d09,2d10,2d11,2d12. The power faults (1 and 10) were very short. There should not have been time for the incubators to cool off. Documentation review: the user manual 514818-1en1 2015-12 ¿ en bactalert 3d b.50 and user manual - 411205 - bact/alert 3d b.40 ¿ en 2011-02 were reviewed by the investigator. In both versions, the basic functions section gives a caution in the loading and unloading bottles sections that states: if a large number of bottles are loaded into/unloaded from the incubation module at the same time and in the same areas, a large heat mass loss within the racks may occur. This heat loss may trigger the acceleration or rate algorithms to erroneously flag positive. The steps also state to limit the bottle load/unload time to no more than 2 minutes in one area. Close the drawer to allow temperature to equilibrate before loading/unloading from the area again. See best practices in appendix c for preventing false positives. The instrument will alarm with fault code 20 if the drawer is open longer than 2 minutes, closing the drawer will clear the error. Handling unconfirmed positive bottles (false positives) section states if the smear of a positive bottle reveals no microorganisms, the bottle should be sub-cultured and reloaded into the instrument. The appendix c discusses best practices for preventing false positives, see topics listed below. ¿ user handling. ¿ high numbers of white blood cells. ¿ overfilled with sample. ¿ large numbers of bottle loads/unloads. ¿ environmental temperature. ¿ bottles not fully loaded in cell. ¿ cell noise. ¿ high initial value reflectance readings. The investigator reviewed the platelet bottle instructions for use (IFU) bact/alert® bpa part: 423278, document: 052232- 03 - 2020-08 and bact/alert® bpn part: 423279, document: 052233- 03 - 2020-08. The laboratory procedure states that all positive bottles should be smeared and sub-cultured. If the smear is negative, indicating a possible false positive, the bottle should be reloaded into the instrument until growth of subculture or redesignation as positive. Cultures which were initially determined false positive and were re-designated positive should be smeared and sub-cultured. The limitations of the test states: many variables involved in platelet culture testing cannot be practically controlled to provide total confidence that results obtained are due solely to proper or improper performance of any culture medium or detection system. 1. A gram-stained smear from a negative bottle may sometimes contain a small number of non-viable organisms that were derived from culture medium components, staining reagents, immersion oil, or glass slides, therefore, false-positive results are indicated. 2. False positive readings can occur due to noise on the power-line, placing the instrument in direct sunlight, or with dramatic temperature fluctuations. 3. Failure to achieve adequate leukocyte reduction may result in false positive readings. The investigator concludes that the IFU provide adequate directions for the user. Further evaluation by the investigator by restoring the backup to an internal 3d instrument, found that the cold bottle compensation filter (cbcf) is enabled in their current b.40 r4 system, and enabling the cbcf is not advised per 2112-fca as it is flawed in this firmware version and may increase the risk of instrument false positives related to temperature and loading pattern. Conclusion: the investigation found the most likely root cause is related to the customer¿s bottle loading pattern and failure to update to the current software version b.50 so that the cbcf (cold bottle compensation filter) can be enabled to reduce this type of false positive. The backup shows the customer¿s version is b.40 release 4.